Event description:
It was reported that a tamponade was discovered during left pulmonary vein ablation. Medical intervention was administered, but not specified. It was reported that the event was procedure related and the pt required prolonged hospitalization. Product involved was reported to be a biosense webster lasso catheter, but specific model number and serial number were unavailable. Prognosis of the pt was reported to be excellent.

Manufacturer narrative:
The section on precautions in the instruction for use states "careful manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade."